Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and two mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted a subcutaneous abscess had formed and chronic infection of the mesh was discovered. No further information was provided.